Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet arcos products. Subsequently, the patient was revised on an unknown date due to dislocation. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: unknown arcos sts unknown. Unknown arcos cone body unknown. Unknown head unknown. G2: foreign: italy. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.